Event description:
Customer reported that a full term, active pt fell from the incubator after the door had been left open by a caregiver. There had been several clinicians working with the pt and apparently no-one closed the incubator door when they were finished. Cat scan was conducted on the pt to determine whether there were any resulting injuries, and everything was found to be normal - there were no injuries other than bruising on pt's knees. Both hosp biomedical personnel and ohmeda medical service representatives thoroughly evaluated the equipment and found the door latches to be in good working order, and the unit was operating as intended. The hosp is considering this an operator error.